Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient "thinks [their] bladder stim is broken." They also reported having issues with incontinence at night. Prior to the call today, the patient increased stimulation on program 3 several times. They noted that they tried to increase stimulation and nothing is happening. During the call, the patient had access to their patient programmer (pp) so they synched to the ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation and increased on program 3 to 8.5 v. It was reviewed that 8.5 v is the highest setting stimulation will go. The patient further said they think they had stimulation up to 8.5 v and would like to try a different program; program change information was reviewed. During the call, the patient changed to program 4 and increased stimulation; they were able to feel it. The patient further noted that they think the ins has migrated while they were trying to connect with the pp antenna. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss possible programming if none of the programs help with the patient's symptoms. The patient further noted they have been incontinent at night on and off for the last two years and then further noted incontinence at night was really bad on (B)(6)2018. They patient also reported a heart condition. Patient also said they have been very incontinent and have been urinating "all over the floor" the last 2-3 nights. Patient also reported a bladder infection in the beginning of (B)(6) 2018. The patient is not pleased with the ins. No further patient complications have been reported as a result of this event.